Event description:
On 5/10/00, a nellcor puritan bennett failure investigation technician verified the customer complaint that the unit is "getting very hot", while in use. Initial info received verified no pt harm or change in therapy. This report is not an admission by nellcor puritan bennett that the device caused or contributed to the death or deterioration of the state of health of any person.